Manufacturer narrative:
The reported event was confirmed ¿ supplier related. The reported failure was able to be reproduced. The product had caused the reported failure. Evaluated the sample and observed brown dirt was taped at the right-hand side of glove. The reported event is confirmed as supplier related and documented under scar-24-02-002. The potential root cause for this failure could be due to defect contributed by vendor/supplier. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley tray gloves were dirty after opening, so their use was discontinued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley tray gloves were dirty after opening, so their use was discontinued.